Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." This report is number 2 of 2 mdrs filed for the same event (reference 3002806535-2016-00166 & 1825034-2016-01099). Requested but not returned by hospital.

Event description:
It was reported a patient underwent an initial right knee arthroplasty on an (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2016 due to suspicion of infection and loosening of the tibial and femoral components.